Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer's blood glucose value was unknown. Customer stated they are unsure if they pressed a button down for 3 minutes or longer. Assisted customer to clear alarm. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.